Event description:
It was reported that some data from the home monitoring system is not available. A request was made to have data from this device analyzed. Data analysis identified several atrial tachy response (atr) episodes, morphology changes, decreasing thresholds. The last measured lv stimulus threshold was 1.6v@1.5ms. Currently, an output of 2.0@0.4ms is programmed, which means that the output is energetically well below the stimulus threshold, resulting in intermittent loss of capture. Rhythmcare provided recommendations for programming. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.